Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. The monitor sn (B)(4) and electrode belt sn (B)(4) have not been returned to the distributor for investigation. Device evaluation includes review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient treatment. Manufacture date monitor - (B)(4) - 08/13/2014. Belt - (B)(4) - 05/24/2012. As the appropriateness of the treatments is uknown, the root cause of the treatments is unable to be determined. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(6) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient was treated by the lifevest. The patient reported that they were asleep and heard the device alarm before they were shocked. Review of the patient's downloaded flag files revealed that one treatment shock was delivered to the patient. The shock occurred on (B)(6) 2019 at 10:46:20 am. Due to an sd card fault, the patient's ECG rhythms at the time of the treatments is unknown. The response buttons were not pressed during the event. The patient received medical attention at a hospital intensive care unit. As the appropriateness of the treatments is unknown, reporting this event out of an abundance of caution.